Event description:
Edwards received information that this device was explanted at implant due to suture looping. Per obtained information, one suture had caught and hung up on one of the struts. This and two (2) other sutures were removed to remedy this. Examination of the valve did not reveal any tears in the leaflets and it appeared structurally okay. However, tee revealed severe central mitral regurgitation. There was no apparent tear on the valve leaflet; however, there did appear to be slight deformation of the leaflets at the site where the suture had hung up on the valve strut. This was excised and replaced with a 27mm porcine valve. The annulus was a little more fragile at this point and sutures were carefully placed. Once coming off bypass, there was an excessive amount of bleeding posteriorly and examination of the av groove revealed an av dissociation posteriorly. Attempts were made to repair; however, they were unable to and the patient expired in the operating room.

Manufacturer narrative:
(B)(4). Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation. In this case, the site indicated the patient's annular tissues were more fragile after removal; however, no information was provided to edwards that indicated there was a device quality deficiency that contributed to the patient's death. The explanted prosthetic heart valve was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. (B)(4).